Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that patient underwent a cystoscopy, left retrograde pyelogram, left rigid ureteroscopy with stone extraction and placement of 8-french x 24cm double- j stent on (B)(6) 2006 due to left hydronephrosis. It was reported that the patient underwent a cystoscopy with left retrograde pyelogram, left acucise incision of ureteral stricture, left ureteroscopy with placement of left double j stent on (B)(6) 2008 due to left ureteral stricture. It was reported that the patient underwent a left extravesical ureteral re-implant and intraoperative open placement of a left ureteral stent on (B)(6) 2009 due to left distal ureteral obstruction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.